Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was presumed that the defect was caused by external factors, or handling. However, a definitive root cause could not be specified. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope" describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection of flex deflectable videoscope, objective lens, adhesive part peeling off was observed. There were no reports of patient involvement.